Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic wedge resection of lung surgery, while on the lungs, the device was difficult to activate. There was no regrasp alert and the end tone was unknown, but there was evidence of energy delivery. It was also reported that the staplers did not fire. The surgeon was unable to press the green button and squeeze the handle. Both the handles and reload were replaced to resolve the issue. There was no patient injury.